Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during testing a 980 ventilator kept shutting down. The ventilator was not in use on a patient at the time the event occurred.

Event description:
Device evaluation: the ventilator was received and evaluated. The failure investigation technician could not duplicate the reported issue. The ventilator powered up normally and no errors were recorded in the diagnostic logs. The ventilator passed all testing.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The ventilator will be deinstalled and a new ventilator will be installed in its place.